Event description:
It was reported that the 9600 system would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps1 power supply. The system was tested and found to be working as intended and placed back into service.